Manufacturer narrative:
Submit date: 1/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an adverse event with a dialysis catheter. The customer states that in (B)(6)2016, the tube was broken near the stomach. It led to peritonitis and the doctor replaced the tube and used cefradine treatment. Peritoneal dialysis was continued during treatment. The tube was cut.